Event description:
The manufacturer received information alleging a ventilator lcd screen was black and unable to be viewed. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's lcd display was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously received information alleging a ventilator lcd screen was black and unable to be viewed. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's lcd display was replaced to address the issue. The lcd display was evaluated by the manufacturer's product investigation laboratory (pil) and found the lcd display functioned as designed and operated without issue or error codes.